Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months 28 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient experienced two no external power alarms while connected to the mpu on (B)(6) 2019. This was caused by power to the mpu being briefly interrupted. The interruption in power may have been caused by either the power cord coming loose from the mpu itself, the wall outlet or from the house losing power. The ebb did take over running the pump during this time. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The submitted log file contained approximately 7.5 days of data (04mar2019 ¿ 12mar2019 per the timestamp). The log file captured no external power alarms due to a temporary loss of power while connected to the mpu on (B)(6) 2019 from 19:41:00 to 19:41:16; it was stated that the no external power events were caused by a loss of power to the home. Low voltage hazard and power cable disconnect alarms were also active during the loss of external power, as expected. The alarms resolved when power to the mpu was restored. The backup battery supplied power to the system without issue during the loss of external power. The pump maintained a speed above or equal to the patient low speed throughout the log file. No other notable alarms were active in the log file. No further information was provided. The manufacturer is closing the file on this event.